Event description:
Additional information was received on 22mar2021 stating that the event occurred during a procedure. The procedure was completed with a different, unknown device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ this case is assumed to have caused unexpected stress on the cable due to the user's handling, and the image was no longer produced due to the breakdown of the cable unit. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as a faulty cable unit was discovered. Additionally, the rear cover labels were fading. New components were received, installed, successfully tested, and the device was returned to the user facility on 27feb2021. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the olympus 4k camera head was experiencing intermittent image loss and colors bars during the preparation for a procedure. There was no patient harm or consequence reported as a result of this event.